Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2015 with the following findings: review of the pump history revealed call service warning (215) recorded on march 09, 2014. There was no activity outside of normal use in the black box data. On investigation, the pump did not pair with the transmitter due to a call service warning (215) that occurred on the first attempt. The pump failed a radio frequency test. The pump was opened for investigation revealing intermittent condition of the continuous glucose monitoring (cgm) module resulting from a lifted cgm connector/base. Unrelated to the original complaint, the battery compartment was noted to be cracked below the bumper pad.

Event description:
On (B)(6) 2014, the distributor contacted animas alleging a call service alarm (dex 90 cgm data failure alert) issue. It was reported that call service alarms had been emitted by the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.